Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level ranging from 200 mg/dl to 300 mg/dl. Reportedly, the user noticed that their bg level increased when they do not change the cartridge and infusion set on time. The user addressed bg level by changing the supplies and delivering a bolus. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.